Event description:
Pt was undergoing repair of incisional hernia under spinal block at l4-5. Betadine prep, 1% lido introducer needle placed. 25g sprotte needle placed without csf. When needle was withdrawn, half of needle was left in pt. Retained portion of needle was removed with fluoroscopy.